Event description:
It was reported that the touch screen went temporarily blank and unresponsive. While troubleshooting for this issue with tandem technical support, an undefined malfunction alarm occurred. Reportedly, the customer continued to use the pump for insulin therapy. Customer's blood glucose level was 180 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.